Manufacturer narrative:
The returned device was evaluated and the investigation found a hole in the exposed portion of the soft cannula. Hole in the soft cannula reduces the ability of the pod to deliver insulin to the patient. This may have contributed to the patient¿s hyperglycemia, however this could not be conclusively determined. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached between 200 to 300 mg/dl after wearing the pod for longer than 48 hours on the hip/buttocks. There were several correction boluses (exact amount was not provided) but they did not lower bg levels. Hyperglycemia treated by patient activating new pod.